Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presenting signs and symptoms of worsened right heart failure and possible fluid overload.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between device and the reported right heart failure could not be conclusively determined through this evaluation. The heartmate ii lvas instructions for use lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the right heart failure was not device related.